Event description:
It was reported that during the surgery, noted that cartridge base loose and could not install. Changed another one to continue the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished pse45a, with lot/batch number a9cm8a, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. D4: batch # 329c10. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with two cecr45d reloads(b, c) present. The reload(b) was received partially fired 1/10, with no apparent damage; the reload(c) was received unfired, with no driver missing, the reload pan was noted to be partially dislodged from the left proximal side, making it unable to be installed into device. The device was tested for functionality in the straight position by resetting and reloading reload(b) into the device and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. For would not fire issue, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 329c10, and no non-conformances were identified.